Event description:
Reporter stated pinhole/cut in tubing noted during prime with normal saline. It was reported that when the nurse changed the IV line, she noticed fluid dripping from the line. Reportedly, the nurse found 14, 8 mm perforations on the tubing. The defective line was switched to a new line. There is no patient injury reported, as this occurred during priming.